Event description:
The customer reported that the system made a loud popping noise and then shut down. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The x-ray tube was replaced, and a filament calibration was performed. The system was then found to be operating as intended.